Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the insertion of a 5f mynxgrip vascular closure device (vcd) into the vessel failed. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. One non-sterile mynxgrip vascular closure device (vcd) 5f was returned for analysis. Per visual analysis, the device had no evidence of exposure to blood. The shuttle cartridge was engaged to the black handle. The sealant was located outside of the shuttle cartridge, abutting the balloon. It is unknown if the sealant location/orientation was due to due to user manipulation. The shuttle cartridge and the handle engagement were inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Functional analysis was performed on the received device. The sheath involved in the event was not returned; therefore, an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt when the device being inserted and withdrawn. Per microscopic analysis, the catheter¿s distal tip was free of damage. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was not confirmed through analysis of the returned device since the procedural sheath was not received and the device passed functional testing. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, procedural/handling factors and/or sheath condition factors may have contributed to the issue experienced since the device was able to be inserted into a lab sample sheath without resistance. It was additionally noted that the sealant was exposed abutting the balloon, which was not reported by the customer. It is possible that handling factors during prep of the device may have contributed to the returned condition since there was no exposure to blood; however, it could have possibly occurred during shipping for analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing.¿ it should be noted that the mynx device is packaged with a sheath that sits above the sealant assuring the sealant does not migrate from its manufactured position. A failure to hold the shuttle when removing the device from the packaging can prematurely expose the sealant. If the device is held by the handle instead of the shuttle, the resistance of removing the cartridge from the tray is enough to disengage the shuttle from the handle. This would result in the sealant being expelled from the end of the shuttle when attempting to reengage the shuttle to the handle.¿ the IFU also instructs the user to insert the mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. A review of the manufacturing documentation associated with lot (f1914401) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the vessel inserting of the 5f mynxgrip vascular closure device (vcd) failed. There was no reported patient injury. The device will be returned for analysis.